Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, after positioning the left ventricular lead, it was not possible to pull the wire back through the valve. The lead was removed and was replaced by a new lead. The wire was then extracted by pulling it out through the valve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. Visual analysis of the lead indicated damage at implant. The analysis noted that the competitor guidewire fragment was found in lead distal end. If information is provided in the future, a supplemental report will be issued.